Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was seen while interrogating the implantable cardioverter defibrillator. Upon initial interrogation the device revealed "erroneous parameters detected". The device was reprogrammed and the patient would be followed normally. No patient symptoms were reported.